Event description:
It was reported that before use with two units of polyflux 17 l dialyzers, leakage when "rinsing with serum" was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photo showed the two products inside the original packaging. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.